Manufacturer narrative:
Per the pump user guide: on the first day of your sensor session, you must enter 2 blood glucose values into your pump to calibrate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer did not calibrate when the pump prompted the customer to calibrate. No additional patient or event information was available. A root cause could not be determined as the customer declined to troubleshoot the issue.